Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 19:44:10. During night drain cycle two, the patient's ultrafiltration reading was 1141ml, indicating the home patient drained 1141ml more than their maximum programmed fill volume of 1800ml. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.